Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel messages, service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing communication faults resulting in the reported add gel messages and service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel" messages and a service code 204 (belt/monitor unusable).